Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced recurrent stress urinary incontinence, self catheterizing due to urinary retention, urinary tract infection and dense fibrosis that was removed. An excision of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.